Event description:
A malfunction on the pump was reported, but no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information and assistance for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.